Manufacturer narrative:
The site representative continued troubleshooting after removing the imaging system from the operating room to the hallway and system was rebooted. After rebooting, the 2d images showed the same behavior and attempted 3d spin resulted in only the message, 'preparing for 3d acquisition.' Also attempted were steps to run a rad/gain calibration but were unsuccessful. The following day, a medtronic field service engineer (fse) arrived at the site to test the equipment. While performing an imaging system check-out, the medtronic representative, confirmed the system was working properly. On (B)(6) 2016, the same morning of the event, the fse received information from the radiologic technologist (rt) who was operating the imaging system, that the system was left on overnight and the x-ray batteries were discharged on the led display. Upon arrival in the morning, after an entire night of battery charging, the system performs without issue and is not down. A planned maintenance (pm) that was scheduled for a later date was instead performed that day. The representative was testing to determine, if, there was an underlying issue or if it the cause was due to low battery voltage. While performing the planned maintenance check, the medtronic representative, confirmed the cause of the image problem was the battery voltage, a result of the system being left on overnight. The x-ray batteries were charged and in good condition. As part of the planned maintenance the motion batteries and drive chains and damaged x-stage cover were replaced. The chain guides were upgraded. The boost was low on dose, so the generator was calibrated. The medtronic representative completed system check, verifying normal imaging and that all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
On 9/25/16, a medtronic representative reported that while in a spine procedure, the site's image acquisition displayed poor 2d image quality. The surgeon successfully completed a 3d spin and was able to navigate screw placement as intended. After the rods were placed, the surgeon wanted to take a 2d image. The system beeped normally but images displayed grainy. Another attempt was made to obtain clear images but obtained the same result. The surgeon discontinued use of imaging system and the system removed from the room. The procedure was completed with a c-arm, an alternate system. The surgery was successfully, completed. There was a 2-3 minute delay to bring in the c-arm. There was no impact on patient outcome.